Event description:
The facility chief technician reported finding an increasing number of lines recently that have either kinked or crimped areas. These seem to be primarily at either end of the line near one or the other end connectors. He has not saved any of the suspect samples for evaluation but, has been advised to do so should more be found. These lines have not been used for pt treatment. No injury is reported. An actual sample was received on 9/16 for evaluation, this has been forwarded to the mfg site.